Event description:
During the sample evaluation on a returned amia device, it was determined that the device had experienced a high priority alarm 20198 (this alarm was not initially reported). The patient was not connected at the time of the alarm. This occurred during set up for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye observed the device was in good condition. A service history evaluation was performed, and no issues were found during previous servicing related to the reported issue. An event history log review revealed a high priority alarm 20198 (door blew open when locked) in the log; however, the sample evaluation did not duplicate the condition. Therefore, the condition was not verified. The device met specification during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.